Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s t:slim x2 with control-iq user guide: "only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and u-100 novolog have been tested and found to be compatible for use in the pump. Use of insulin with greater or lesser concentration can result in an over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events."

Event description:
Customer's continuous glucose monitor read "high", however, a specific blood glucose (bg) value was not provided. Cause was not known. A manual insulin injection was administered to address bg level. Recommendation was made to consult with a healthcare provider regarding diabetes management.